Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging apply sample. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 ((B)(4) 2013)-device evaluation: the test strips involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the complaint was not confirmed. However, a secondary issue unrelated to the complaint was found. On performance testing with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.